Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized on december 2, 2018 for hyperglycemia and diabetic ketoacidosis. The patient's blood glucose at the time of admission was 380 mg/dl. The experienced vomiting as a symptom of their hyperglycemia. A reservoir leak was identified. The caller also mentioned a motor error alarm. However, troubleshooting did not occur. The insulin pump will be returned for analysis.